Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (misaligned) issue. The reporter stated it looks like the display is sliding over and he can see behind the display. However the reporter denies moisture or trauma. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/12/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 08/23/2013 with the following findings: during a visual inspection of the pump, the complaint of a misaligned display was not observed. There was no misalignment of the display found during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.